Manufacturer narrative:
Analysis is taken from a trending report of evals or adverse events finalized on (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the info was not provided or is unk.

Event description:
Report received indicated the pt developed an open area about the size of a dime approximately 1 inch from the stoma. The report indicated the wound open area was "superficial with pink tissue". The pt was sent alternate product samples for use. Pt was advised to seek medical treatment and/or call MFR if symptoms do not improve. Pt outcome was not noted.